Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Pump was received with insulin flow blocked alarm during loading due to moisture damage on force sensor assembly.

Event description:
It was reported that the insulin pump had insulin flow block alarm. The customer's blood glucose was unknown. The troubleshooting was performed for insulin flow block alarm. The insulin pump will be returned for analysis.